Event description:
Plastic vaginal specula broke during use causing a laceration to vaginal wall not requiring intervention.

Manufacturer narrative:
Device was not returned and no lot information is available. Conclusions: device not returned for evaluation.